Event description:
The report received from the affiliate states that it was not possible to properly inflate the balloon of the stent delivery system (sds). A new sds was thus used to carry out the procedure. No adverse pt consequences reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.